Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Event description:
Subsequent to the initially filed MDR report, the following information was received via analysis of the device. A portion of the posterior foot was found to be separated and not returned during evaluation of the returned device. The location of the detached portion of the posterior foot is unknown. However, it was confirmed that the separation did not occur during the procedure, and there were no device components left in the patient.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a small bore sheath. Reportedly, a cuff miss occurred since no suture was found upon plunger removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.